Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one udc 6fr 15cm navarre drainage tube was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a crack in the catheter, more specifically, for a crack in the catheter hub, as microscopic and gross visual observation confirmed a longitudinal crack on the catheter hub. The crack does appear to go through the entire thickness of the catheter hub wall. There is some residue visible on the catheter consistent with tissue/fluid residue. The definitive root cause could not be determined based upon available information. The residue on the device indicates that the device may have been used. However, the origin of the crack on the catheter hub cannot be determined with the available information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device was allegedly cracked. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the device was allegedly cracked. Reportedly, the device was removed and replaced. There was no reported patient injury.